Event description:
Customer reported the meter screen of the performa nano meter appears to have melted. No adverse event reported. Suspect product was returned. Manufacturer's investigational unit observed a melted appearance on the top of the display screen. Meter also has a burnt smell to it, and the bottom left battery contact has a blackened appearance.

Manufacturer narrative:
The event occurred in (B) (6). (B) (4).